Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of interrogation difficulty, the device would not interrogate and failed its uplink test. The cable was replaced to resolve. (B)(4).

Event description:
It was further reported that the radiofrequency programmer head was returned for service.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the caller was unable to interrogate the implanted device with the programmer and radiofrequency (rf) head. The rf head was replaced and the system functioned normally. The programmer remains in use and the rf head is expected to be returned. No patient complications have been reported as a result of this event.